Event description:
It was reported that there was a recent shut down of the device, while in use on a pt. The device displayed 19.0 v prior to shutting down. The connection to ac was checked and the device resumed function. No swap-out was necessary. (B)(4).

Manufacturer narrative:
The device was investigated by a maquet field svc tech. A full pm and functionality test to factory specifications was performed. The battery pack was determined to expire prior to the next scheduled preventative maintenance. A new battery pack was installed. The operator of the device was informed that the device should always be plugged in, including during storage, except during transit. This will keep the battery charged and maintained properly. A supplemental medwatch will be submitted if add'l info becomes available.